Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14b03111 and h14d15087. No non-conformances related to the reported condition were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in 2013, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.